Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A patient of undisclosed gender and age underwent an unspecified procedure in which the cystotome cystoenterostomy needle knife, g30550, was used. [The physician] reported issues withdrawing the needle knife from the cystotome, said it was impossible to remove. No harm to pt. No need for letter. Product was destroyed so nothing to return for inspection. No lot numbers provided either. Additional information from district manager: we had a call with dr. Baron today with ciaran toomey, octavio garcia, jimmy loncar and tyler mclawhorn, and me. Jimmy explained that it is necessary to loosen the hub, that if too tight, won¿t allow the needle knife to be completely removed. (B)(6) seemed satisfied with the solution, and ciaran made mental notes to possibly explore specs. 1. What was the target location? Stomach wall 2. Are images of the device or procedure available? No 3. What scope was used? Olympus 4. What is the scope manufacturer and model number that was used? N/a 5. What esu was used? N/a 6. Was the wire guide placed during the procedure? N/a 7. Is it possible to advance outer catheter into cyst? N/a 8. What electrosurgical unit was used? (What watt was this set to?) N/a 9. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Completed case with competitor¿s 6 french cystotome 10. Can the date of event be confirmed. (B)(6) 2026